Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2015 at approximately 10:51am when a reading of ¿117mg/dl¿ was obtained using the subject meter, and compared to a reading of ¿105mg/dl¿ obtained the previous day. The patient manages her diabetes with a combination of pills, diet and/or exercise, and took an additional ¿2.5mg of glyburide¿ on (B)(6) 2015 at approximately 11am in response to the reported issue. The patient denied experiencing any symptoms in response to the alleged meter issue, however reported that her blood glucose was measured using another onetouch ultramini device on (B)(6) 2015 at approximately 12:26pm with a reading of ¿36mg/dl¿. It is unknown if the patient received any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly, the testing procedure was correct and the test strips were not expired. The csr walked the patient through a control solution test which passed, educated the patient on valid accuracy comparisons and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, took action based on the alleged result, and reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.